Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the nurse was attempting to initiate therapy on the arctic sun device in the emergency department (ed). They received an alert 09 (patient temperature 1 above high patient alert), alert 50 (patient temperature 1 erratic) and alarm 15 (unable to obtain a stable patient temperature). Patient temperature was 39.1c, water temperature was 41c, target temperature was 36c and therapy stopped. Mss discussed alert and alarm reading with the nurse and suggested to verify temperature source to help rule out cable or temperature source issue. Nurse changed the temperature source from esophageal to bladder temperature source. Temperature was verified with secondary temperature source. By the end of call, therapy was running. Patient temperature was 39.9c, water temperature was 17.6c with good flow rate. Nurse stated if they received any alerts or alarms, they would call back.

Manufacturer narrative:
Per investigator notification received, bd has determined that this MDR event is not reportable. The device was not returned.

Event description:
It was reported that the nurse was attempting to initiate therapy on the arctic sun device in the emergency department (ed). They received an alert 09 (patient temperature 1 above high patient alert), alert 50 (patient temperature 1 erratic) and alarm 15 (unable to obtain a stable patient temperature). Patient temperature was 39.1c, water temperature was 41c, target temperature was 36c and therapy stopped. Mss discussed alert and alarm reading with the nurse and suggested to verify temperature source to help rule out cable or temperature source issue. Nurse changed the temperature source from esophageal to bladder temperature source. Temperature was verified with secondary temperature source. By the end of call, therapy was running. Patient temperature was 39.9c, water temperature was 17.6c with good flow rate. Nurse stated if they received any alerts or alarms, they would call back.